Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was attempted for use in a patient for the endovascular treatment of abdominal aortic aneurysm. It was reported that the endurant ii device was inserted through another manufactures sheath. The physician attempted to adjust the sheath backwards but was unable to move it. It was noted that another manufacturer's iliac stent was implanted two years prior was present in the right iliac artery. The physician then attempted to remove the endurant ii device, but could not. A reliant balloon was inserted and inflated to occlude the aorta so the sheath and endurant ii device could be removed. However, in the process of removal the vessel was avulsed just distal to the aortic bifurcation. It was further reported that the previously placed iliac stent had locked on to the sheath and forced the physician to remove the sheath and the endurant ii device together. It was also noted that the iliac stent had clung to the sheath and was removed as well. A surgical cut down and femoral-femoral by pass was performed to fix the vessel avulsion. It was then reported that care was withdrawn and the patient died three days post-operatively. The patient reportedly had poor respiratory status pre-operatively. Per the physician, it was unknown whether the death was related to the device. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation summary: the event could not be confirmed since it took place in-vivo. The root cause of the event could not be conclusively determined; however, was likely due to the competitor sheath becoming stuck on the previously implanted bare metal stent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.